Manufacturer narrative:
It was reported that mesh was implanted to treat pelvic organ prolapse. It was also reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, bleeding, recurrence, dyspareunia. It was further reported that patient experienced mesh extrusion and underwent excision of mesh on (B)(6) 2013. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior repair, interposition graft with prolene-soft, vault suspension, posterior repair, and cystoscopy.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.